Event description:
The reporter stated that the component arrived with the lines not connected to the luer ends. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
Three samples were received with the female luer lock (fll) missing. Examination of the affected area showed the tubing had been broken off inside the fll on all 3 samples. All the tubing breaks were a combination of a brittle break and subsequent tearing by evidence of jagged and shiny edges. The tubing measured within specification. Smiths was able to confirm the issue due to an external force being applied to the component until the tubing broke. No additional action is necessary at this time. Smiths considers this MDR closed with this report.